Event description:
It is reported that while the dr was drilling into the bone, nearly an inch length from the tip of the drill broke off.

Manufacturer narrative:
Eval summary: breakage might have been caused due to application of high torque along with bending deflection during its use. Cause cannot be definitively determined. Eval codes: the returned drill bit exhibits fracture damage to the fluted section of the device. The fracture occurred at approx 1 1/8" from the distal end of the device. The fracture location appears to be where the relief on the back side of the cutting edges stops. Scanning electron microscopy analysis indicated the fracture occurred from overload. Energy dispersive spectroscopy analysis confirms the material to be 455 sst. The device history records were reviewed and found to be intact and conforming, indication the device was mfg to specs.